Event description:
This (B)(6) female pt started hyalgan (sodium hyaluronate), dosage and frequency unk, reported as "usual," on an unk date "years ago" for osteoarthritis. The pt's relevant medical history includes obesity (weight about (B)(6)), hypertension, and hypercholesterolemia. The pt's relevant concomitant medications includes unk medications for hypertension and hypercholesterolemia. The pt's relevant past drug history is unk. The pt has been receiving hyalgan shots "for years" and received a third or fourth injection in her right knee on (B)(6) 2012. On (B)(6) 2012, she went back to the doctor and had severe swelling and pain in her right knee. The doctor aspirated "pus looking fluid" from her right knee and sent it out for a culture that came back negative. She was started on an unk antibiotic on an unk date. The doctor's initial thought was that it was septic joint. She was admitted to an unk hosp on an unk date. On four different unk dates, approx once weekly, she received four more aspirations, incision and drainage and arthroscopic procedures which were sent for culture, including tb and other atypical infections. The cultures all came back negative. She was given an unk IV antibiotic for three to four weeks and the antibiotics did not help her. She is now currently in pain and unable to move and dr huh is unsure what the reason is for her pain. Relevant laboratory data includes fluid aspirated from the pts right knee on (B)(6) 2012, was sent out for analysis and came back negative. During admission to unk hosp the pt's right knee received four incision and drainage, aspirations or arthroscopic procedures, dates unk, with the cultures all being negative including testing for tb and other atypical infections. As of (B)(6) 2012, it is unk if the pt will continue to have hyalgan injection and is still experiencing pain and the inability to move. It is unk if the knee is still swollen or if the pt is still hospitalized.

Manufacturer narrative:
(B)(4). On (B)(6) 2011, the FDA granted the permission for the MFR fidia (B)(4) to submit a single MDR for adverse events that involve medical devices mfg by fidia (B)(4) and imported into the USA by (B)(4). As a consequence, fidia (B)(4) (the MFR) is submitting this report on behalf of (B)(4) (the importer). The present MDR report satisfies the reporting obligations for both companies. The quality assurance dept at fidia performed a deep eval of the production and quality control documentation relative to the involved batch. This eval included a review of the production process, in-process controls, sterilization print-out, bioburden results, release results and the eval of the quality characteristics of the raw materials and components used in the manufacture of batch (B)(4). From this eval, no anomaly was found and the lot is considered peracetyl in compliance with the specs.